Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control reviewed the electronic download of the customer's device and determined that the cause of the reported issue was due to user error. The therapy electrodes were not connected.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control evaluated the customer device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio reviewed the electronic records from the device and observed that the ECG leads were connected but paddles did not appear to be connected. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. This issue is patient related; however there was no adverse patient outcome reported.